Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was an attempted implant. The device displayed fault code that indicated a shorted lead condition during defibrillation threshold testing. The device was explanted and not used. The device has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes availble, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Device memory did show that there was a 21 and 41 joule shock into a shorted lead condition.